Event description:
Used peelpro introducer from individual kit by peelpro and found this to be thicker and did not bend/kink like other. Second: (B)(4) on (B)(6) white. Reference reports: mw5061599 and mw506160. Diagnosis or reason for use: chemotherapy needed port.